Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.